Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, the right ventricular lead exhibited high capture threshold and the pacing impedance was trending up. The physician capped and replaced the lead on 17 jan 2023. The patient was in stable condition throughout the procedure.